Event description:
The customer stated they received a blood glucose result of 532mg/dl and went to the e.r. The customer stated there was a 100 point difference at the hosp. The customer was treated with an IV of saline. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.